Event description:
It was reported that the user disconnected from the ilet insulin pump overnight and did not administer the necessary insulin manually while off the system, resulting in elevated glucose, and upon reconnection the ilet reduced glucose back into range. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.